Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspected component, an avea user interface model (uim), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to an out of tolerance thermistor. If additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the display on the user interface model (uim) is blank. The ventilator has normal start-up sounds. There was no patient involvement reported.